Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip is bent, causing side-to-side misalignment of the grips. There was a .059 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation also found indentations at the center of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the bent tip damage and the indentation damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Another finding not reported by the site was that the distal end of the main tube had a scratch mark with light material removal and a rough surface finish. The scratch was short in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the tips of the maryland bipolar forceps instrument crossed. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.